Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the impactor shows signs of use and wear and tear. The impactor has some impaction/witness marks on the strike plate, the shaft has some damage as well as the impactor tip. The impactor tip has a crack that starts at the base of the tip. Measured the impactor and it is conforming to the print specification. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item # 110029302; lot # zb170402. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the plastic impactor head cracked when the surgeon impacted the glenosphere onto the baseplate. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.